Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male pt which revealed several code 204 and belt communication flags. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. The cause of the code 204 and belt communication errors was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.